Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the operation channel (primary) buckled, the angle wire play, the nozzle gluing missing, the segment crushed, the lcb (light carrying bundle) crushed, the objective lens scratched, the lcb distal cover glass scratched, the air and the water nozzles loose, the lg prong top loose, the angle wire worn out, the bending rubber worn out, the distal body worn out, the segment hard to move, the segment steel braid rupture, and the right pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0588 (channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.